Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone, the customer forgotten he had the insulin pump on and jumped into the ocean. Customer' blood glucose was 280 mg/dl. Troubleshooting was performed and customer stated the device had alarmed button error. Customer's father stated the device initially wanted to suspend, then noticed the buttons were not responding, and the alarm occurred. The customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return he device to undergo further testing.

Manufacturer narrative:
The insulin pump had no down arrow button response due to corroded keypad traces. No button error alarm was noted during testing. The functional testing could not be completed due to the unresponsive buttons. No moisture damage was noted on the electronics, motor, battery tube or vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.